Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the customer loaded a new cartridge, and a minimum fill notification was received. Blood glucose level was 90 - 140 mg/dl. A new cartridge was loaded to resolve the issue.